Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead. The lead noise was discovered in (B)(6) 2017. The patient previously experienced symptoms of fatigue due to oversensing. Programming changes were made and they reduced the symptom severity. The source of the lead noise could not be identified. The lead was capped and replaced on (B)(6) 2017. The patient condition after the procedure is unknown. No further information was provided.